Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted in 2009, due to inadequate vaulting. The lens was exchanged for a longer lens. The pt's current bcva is 20/20.

Manufacturer narrative:
Secondary surgery - inadequate.